Event description:
It was reported to philips that the system did not produce images when radiation was triggered. The report also indicated that the patient passed away; however, no further details regarding the alleged death have been provided to date. An investigation into this complaint has been initiated by philips.